Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. In the absence of additional information, our investigation remains inconclusive. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case may be reopened. A device history record review was unable to be carried out for the product in question due to no lot number or product code being supplied. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments. ¿all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time¿. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the dressing was peeling off too soon. An infection was reported and was treated with antibiotics.